Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, elevated ketones/diabetic ketoacidosis, blood at insertion site. The customer also alleged for loss of communication between insulin pump and transmitter, device exposed to MRI, EKG and cat scan. The customer reported blood glucose value of 286 mg/dl. The customer was hospitalized and treated with IV insulin drips, remove the pump for hyperglycemia. The customer was hospitalized and treated with IV insulin drips for elevated ketones/diabetic ketoacidosis. Symptoms witnessed at the time of hospitalization: feeling sick/unwell, increased thirst, severe vomiting and stomach cramps. The event involved products mmt-1884, mmt-7841zn, mmt-7040a, mmt-332a and mmt-242at. Troubleshooting was partially performed for high blood glucose which has occurred for more than 4 hours. The customer has used the insulin pump system within 48 hours of the reported event. The customer used the smartguard/auto mode of the insulin pump at the time of reported event. Troubleshooting was performed for loss of communication. Transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump but transmitter would still not communicate. Troubleshooting was performed for unable to pair device. Pump and transmitter would not pair after troubleshooting. Troubleshooting was performed for site issues. Advised inserting sensor in a different location and monitor site. No further patient complications were reported. No product return is required for mmt-1884. The customer will discontinue the use of the transmitter. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-242at.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.